Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. And also reported, differences between sensor glucose and blood glucose levels which was not in the range of 30%. The customer blood glucose was 590 mg/dl and sensor glucose value was 400 mg/dl at the time of incident. The customer treated hyperglycemia with intravenous insulin drip (intravenous insulin infusion), emergency room visit and hospitalization with overnight stay. The customer also experienced diabetic ketoacidosis, headache, vomiting and was treated with hospitalization. The event involved product(s) mmt-7040a, mmt-342, mmt-442a, mmt-1884. Troubleshooting was partially performed. The customer was not using the insulin pump system within 48 hours of reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-442a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.